Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. One photo sample was received for evaluation. Visual evaluation of the returned photo noted one opened arctic gel neonatal pad present with no original packaging. Visual inspection noted the following: the hydrogel layer appears to be absent from the pad. Patches of hydrogel remain, indicating that the layer may have once been intact with the pad. The labeling is found to be adequate. Per the IFU: "place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion." A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Based on the results of this investigation, no additional actions are required. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during echo at bedside, writer removed pads for echo probe. The arctic gel pads would not re-adhere to patient when echo complete, writer inspected further, no gel in multiple places on the pads, this was causing the pads to not even be making contact with the skin. No issues with cooling were noted, no issues with alarms. Not aware of any harm to patient. No apparent harm. Malfunction occurred during or after use.

Event description:
It was reported that the during echo at bedside, writer removed pads for echo probe. The arctic gel pads would not re-adhere to patient when echo complete, writer inspected further, no gel in multiple places on the pads, this was causing the pads to not even be making contact with the skin. No issues with cooling were noted, no issues with alarms. Not aware of any harm to patient. No apparent harm. Malfunction occurred during or after use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during echo at bedside, writer removed pads for echo probe. The arctic gel pads would not re-adhere to patient when echo complete, writer inspected further, no gel in multiple places on the pads, this was causing the pads to not even be making contact with the skin. No issues with cooling were noted, no issues with alarms. Not aware of any harm to patient. No apparent harm. Malfunction occurred during or after use.